Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the patient line became kinked. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 227 mg/dl.